Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was over 400 mg/dl. The customer stated that the insulin pump had not alarmed no delivery, and he did not notice that the infusion set cannulas were bent or kinked. The customer declined any further assistance, as this was a past event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.